Manufacturer narrative:
(B)(4). Insulin pump received with broke reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 244 mg/dl at the time of the incident. It was stated that customer was refilling and dropped it which resulted to the crack where the reservoir screws in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.